Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection. It was reported that the patient had a strange growth at the lateral armpit/side of pocket. Additional information indicates that the growth was related to the device as it was the source infection and the reason for the system to be explanted. No additional adverse patient effects were reported. The crt-d was explanted.